Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. Additionally, the right cylinder herniated in distal corpora and the pump migrated high in the scrotum; therefore, the right cylinder, pump and reservoir were removed and replaced. No further patient complications were reported.